Event description:
End user is stating that her daughter has 2 pressure sores from the alternating pressure pump and pad. The mother is stating she has 1 bed sore that is in stage 2 and is from before (B)(6) 2016, the 2nd one was just discovered by the tailbone and doctor prescribed a cream for this sore. End user is a minor. End user also seats in a wheelchair a couple of hours a day, and only in the bed from 8pm to 9am. No other information provided. Update from consumer affairs on 5/25/16: end user mom states the unit is working as it should, it is just not enough to keep her daughter from getting sores. She is working with the provider and doctor to see if there is a different mattress that will better suit her needs or something that can rotate and move her more to prevent her from getting the sores. She did not feel the mattress was malfunctioning and causing it but her daughters medical condition needing a different product. No further information provided. There is no malfunction associated with the injury allegation.